Event description:
Unomedical reference number (B)(4). Event occurred in ireland. On (B)(6) 2024, it was reported that patient faced infusion set cannula kinked event. Blood glucose level was high but specific value is unknown. Blood glucose level was managed by bolus via pump. The issue occured within 3 hours of insertion. The site of insertion was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.